Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 884:13 and determiend the root cause to be a faulty pump head module. The pump head module was replaced to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The customer reported a colleague infusion pump which experienced failure code 884:13. It is unknown when or at what point in the process this event occurred. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The uim master software version is 5.09.90, which is classified as colleague 2006. No additional information is available at this time.